Event description:
Allergan silicone breast implants under the muscle. No illnesses prior to placement. Countless tests and drs with no explanation at all. Over 11 years developed the following: bottom of feet and palms, sometimes lasts weeks, sometimes days; random hand thing: from knuckles to wrists they turn sheet white, knuckles to finger tips they turn bright red and feet burning hot. Never turn blue, but are cold a lot of the time. Random r thigh burning, tingling, numbness. Sometimes days, sometimes weeks (MRI no physiological reason), constant aching / tightness around rib cage, feel like always having to take deep breaths / sighing, random patches skin sensitivity, strange pain in my side, I always joke saying "my liver hurts", no libido, hormone imbalance (hypogonadism has been mentioned), fatigue, random waking with achy, stiff joints, random myalgias, never feel rested even after full night of sleep, lots of napping since june, hair loss, thinning eyebrows, under eye bags, dark circles in last 2.5 years; yellow eyes, many food intolerances, allergies developed since 2009/2010 and seem to continue increasing (I do not eat gluten, nothing in lettuce/thistle family due to diagnosed allergy, little to no sugar/carbs, eat a real food diet i.e. Meats, vegetable, nuts, seeds, fruit, healthy fats). Unexplainable rashes pop up, migraine, memory changes, anxiety, water retention, dry, burning eyes (eye lubricants do not help), hot flashes at night, on thyroid replacement but do not have hashimoto (30 mg amour), swelling sensation which tends to coincide with the hand thing, sharp, pinpoint pain in r breast (negative mammo and ultrasound) no lumps or bumps, blood work is always "normal", no elevated, inflammatory markers, intermittent elevated liver enzymes.